Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor would not power on. The cause for the inability to power on is extensive damage to multiple components and power supplies on the computer / analog (ca) board. The cause for the extensive damage is excessive voltage. The cause for the excessive voltage is charging of the high-voltage capacitors while both solder pads of high-voltage capacitor c22 were detached from the defibrillator board. The root cause for the detached solder pads on c22 could not be positively identified; but the damage likely resulted from the monitor impacting a hard surface, as there was physical damage to the monitor case. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted form the broken lead on c22. The pt received a replacement monitor.